Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. The lead was capped and replaced. It was also reported that, during the revision, the implantable pulse generator (ipg) device exhibited an overly loosened setscrew that was unable to be repositioned within the grommet. The physician requested a new device. The device was explanted and replaced. No patient complications have been reported as a result of this event.